Event description:
It was reported that during cleaning the device had components falling out. There was no patient involvement, no medical intervention, no adverse consequences and no surgical delays as a result of the event.